Event description:
A doctor reported to baxter (B)(4) that the disconnect cap separated from the spike of the transfer set during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set could not be confirmed in the lab, and the root cause of the complaint could not be determined. The returned sample passed leak test and a simulated insertion in the plant test lab. During visual inspection no manufacturing abnormalities were noted. Functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.